Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-19, information was received from a family member of the patient, via a manufacturer representative (rep), and a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient had been receiving hyperbaric therapy for a gasoline burn the patient sustained (no relation alleged). The rep stated they were notified by the family that the patient had a diving session yesterday ((B)(6) 2019) and after it, he was feeling 'weird". The rep wondered what exposures the hyperbarics had on the pump. Compatibility information was reviewed. The rep stated the patient was hospitalized at this time for the burns. Additional information reported the patient has had hyperbaric treatments twice per day for 7 days. The sessions were for one hour each at 2 atmospheres. The patient has since then experienced a "few episodes of hallucinations". The rep stated the nurse for the pump said the pump was full or nearly full when the patient started hyperbaric treatments.